Event description:
This is a report by a consumer with supplemental information received from a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and extraneal viaflex therapies (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. During a call with baxter customer services, the following was reported by the home patient (hp). On (B)(6) 2012, the patient experienced peritonitis and was hospitalized for the event. Per the hp, the cause of peritonitis was unknown. The patient stated he was on unspecified medication to treat the peritonitis. The hp stated he was discharged from the hospital on (B)(6) 2012 and at the time of this report was recovering from the peritonitis. On (B)(6) 2012, follow up information was received by baxter global pharmacovigilance (gpv) from the pd nurse (pdn) as follows. The pdn confirmed the event of peritonitis. On an unreported date, the patient was treated for the peritonitis with ceftazidime, ip, and vancomycin, ip, (doses, frequencies and lots not reported). The pdn clarified the patient was hospitalized from (B)(6) 2012. The pdn reported, on an unreported date, the patient recovered from the peritonitis. Pd therapy was reported to be ongoing. Concomitant medication was not reported. Per the nurse, the cause of the peritonitis was touch contamination by the patient (details not provided). The pdn confirmed, on an unreported date, the patient was retrained on aseptic technique. The pdn reported, the cause of the peritonitis was due to touch contamination and not related to a baxter device or solution. No further information was provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. This complaint is for a report of a use error - breach in aseptic technique and serious injury. The complaint is confirmed because the nurse reported a break in aseptic technique by patient described as touch contamination. The assignable cause was not determined. A labeling review was performed which found the labeling adequate for the prevention of the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.